Event description:
An implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from a coroner's office. A cause of death of sepsis was provided and no further details are available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis indicated apparent explant damage.